Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that due to the implant detect feature not being completed, the programming history of device cannot be assessed from the save-to-disk.

Event description:
It was reported that the patient came to the emergency room (ER) with no ventricular pacing. The patient's ventricular rate was in the 30's and the patient was symptomatic. The physician was unable to interrogate the device that evening. Interrogation of the device the next day revealed that the "implant detect" function was still on and the right ventricular (rv) unipolar lead was programmed to bipolar pacing and had high impedance. If another episode occurs, the physician will assume the device is defective. The device was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.